Manufacturer narrative:
H4: device MFR date is unknown. No information is available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "during the pre-test, the cassette or keypad lock was defective and failed to unlock" was confirmed. The probable cause was a defective latch/lock sensor and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during the pre-test, the cassette or keypad lock was defective and failed to unlock¿; during device evaluation it was found the latch/lock sensor was defective. There was no patient involvement and no patient harm.